Event description:
A peritoneal dialysis pt has reported that dialysis solution was noticed on the ground below the cycler. Pt was in dwell three of four. No leaks were noted on the tubing set or bags and upon removing the tubing set from the cycler, no solution was noticed inside the cycler. Pt had no adverse effects. Samples is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.